Event description:
Hill-rom received a report from the account stating their golvo lift was making noise and they believe the gears on the gear rack set was damaged. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account alleged noise was coming from the unit. During investigation the technician found the gear rack set to be broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the gear rack set to resolve the issue. Based on this information, no further action is required.